Event description:
Patient reported there is a black, thin line across the whole display of the blood glucose monitor. Patient stated, the measurement results were not affected. Preliminary evaluation on (B)(6) 2013 showed that the decimal point and digits were distorted making misinterpretation possible. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
Iu received one meter sn (B)(4) with black rom key code# 111 iu tested the returned meter using retention batteries with retention strip lot# 491545 exp. 6/2014, returned black rom key, and retention advantage controls lot# 12710 exp. 9/2013. Iu is able to use advantage control to simulate a blood value in the meter. Results: values = 18.6 mmol/l iu observed that the location of the line on the display does distort the decimal point and digits during the simulation test, therefore misinterpretation is possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white with the vertical solid line appearing in the middle of the screen. Upon powering the meter on, without holding power button, the vertical solid line appears on all screens during performance testing. Failure analysis indicated that the meters lcd was defective due to a crack in the fpc (flex pc board) causing the display failure. Failure analysis reported that this meter was manufactured after lcd improvements were implemented. These product / process improvements were put into place to reduce the occurrence of this type of defect. Since this meter was manufactured after these improvements, a new investigation was opened, and has been investigated. The risk associated with this failure has been assessed per local procedures and it was determined that, due to low severity and/or occurrence tied to this issue, no further root cause analysis or action towards a CAPA was required. Additional finding: iu observed that the meter has markings on the corners of the meters housing surrounding the ir window. The stretch lines do not affect the functionality or performance of the meter. This issue is caused by the material of the meter being stretched as a result of the meter manufacturing processes and has been investigated. The risk associated with this failure has been assessed per local procedures and it was determined that, due to low severity and/or occurrence tied to this issue, no further root cause analysis or action towards a CAPA was required. The customer's allegation of a black, thin line across whole display was observed during the investigation of the returned product. This case is set to verified based on the iu's investigation and the failure analysis result of the customers allegation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.